Event description:
The pharmacist reported to the regional sales manager, that "the nail fractured." The nail was implanted on (B)(6) 2011. The pt did not fall and no infection was observed."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.